Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product associated with this complaint to perform failure analysis (fa). The usm has been returned and evaluated by fa. Fa investigation confirmed and replicated the customer reported complaint of error 32056. System logs recorded error 32056 with a node value ac_1e pointing to the spar. The unit was tested on an in-house system in normal mode where it triggered code 32056. The unit was also tested on a psc fixture test platform (pftp) where it failed direction tests. Aba troubleshooting was performed with gold insertion cva ffc installed to verify failure. As a fix, the insertion chipencoder virtual absolute (cva) flat flex cable (ffc) will be replaced.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system had a fault. Prior to calling in, the customer power cycled the system. Intuitive surgical, inc. (Isi) technical support engineer (tse) attempted to review the system logs but the logs were not available. The customer noted that the fault number was 23022 and the surgeon had disabled universal surgical manipulator (usm) 1 to get the system to complete power up. The tse walked through the customer a manual event log pull. The procedure was completed with no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.